Event description:
The customer reported that the 840 ventilator had an erratic screen. The covidien customer support engineer (cse) was not authorized to repair the vent. The customer reported that they were not duplicated the alleged malfunction. The ventilator passed all testing.